Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "pumps bolusing medications in after the pump has been set at the correct infusion rate or infusing the medication after the channel and/or pump has been turned off". Pumps have been removed from service and sent to biomed for parts replacement. It was then reported by the customer that they determined the reason why these issues were occurring was because of "the purchase and use of third-party vendor replacement parts." The customer stated that the "issue has been resolved." There was patient involvement but impact is unknown. Although requested, additional information was not provided.